Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was reporting false downstream occlusions causing the patient to not receive medication. The issue was resolved by swapping out pumps and the patient was able to receive medication. Internal results found that there was no accuracy issues, no false downstream error and the downstream sensor passed the occlusion test with 23.47 psi.